Manufacturer narrative:
Insulin pump received with blank display. Problem isolated to electronic assembly. Insulin pump also received with cracked case (battery tube) and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display after insulin pump rest. Customer's blood glucose value was 250 mg/dl. Customer remove the battery but the pump did not asked to insert battery alarm. Customer stated battery was securely fastened and battery slot was aligned horizontally with insulin pump and display return. The device will be return for analysis.